Event description:
Related to MFR report #2183959-2012-00041. On or about (B)(6) 2006 an apogee graft was implanted. "After, and as a result of, the implantation of the device" the pt, "suffered serious bodily injuries including but not limited to pain, erosion of bodily tissue, dyspareunia and rectal leakage." The report also indicates that, "as a result of having the device implanted into her" the pt, "has experienced significant mental and physical pain, and suffering and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.